Event description:
It was reported by the customer, during preparation for use for a diagnostic procedure, the 4k autoclavable camera head presented color bars and there was no communication. The intended procedure was completed with another device. No other device was involved in the event or replaced, and no surgical delay occurred. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was no image due to a faulty cable unit. Also found, the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.